Manufacturer narrative:
(B)(4). This lot was manufactured july 26, 2016 - july 29, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within product specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor filled with fluorouracil hs 4536mg in sodium chloride 0.9% underinfused. The total volume was 115ml. The infusion was set for 24 hours but at the end of that time there was still 90.40ml liquid left in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.